Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(6). Batch: 21246581. Product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 20441565. Product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 20441565.

Event description:
It was reported that during a programming session, high impedances measurements were discovered on the spinal cord stimulation (scs) patient's leads. Despite programming having successfully covered all pain areas using the unaffected contacts, the patient underwent a revision procedure wherein the leads were replaced, and the splitters removed. The patient did well postoperatively. The explanted devices were disposed of by the medical facility.